Event description:
Et tube was initially inflated with 15cc of air, no complications noted, good clear bbs. Enroute to hospital it was noted to be deflated. An initial attempt was made to reinflate. It was subsequently necessary to exterbate and reintubate the patient. Later evaluation of the et tube showed two small holes in cuff membrane. Defective device to be returned to manufacturers for further evaluationdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.